Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the left ventricular lead was unable to pass smoothly through the sheath. It was noted that the sheath was inserted in the coronary sinus and the lead could not pass smoothly through the external guidewire to insert into the target vein. After several attempts the lead was removed and replaced. There were no patient consequences.